Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a return of their symptoms (peeing) for about a month and a half (2019). The patient stated that they had fallen a couple of times but was unable to clarify when these occurred. There were no further complications reported or anticipated.